Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was received for evaluation. Visual inspection of the actual sample showed no anomaly. An air leak test was performed at 2 bar pressure and a leak was observed at the level of the transducer protector (tp) square. Further inspection showed a hole at the level of the soft connector of the tp square, which allowed the leak. The set monitor line, which includes the tp square, is provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was determined to be a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned prismaflex st100 set, a leak was observed. No additional information is available.